Manufacturer narrative:
(B)(4). Batch # r59d7m. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were found.

Event description:
Would not fire. It was reported that during the laparoscopic radical operation for right colon cancer surgery, could not fire when severing rectum tissue on the first firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.